Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the sensor is not placed near the pump. Tandem technical support recommended the customer move the sensor closer to the pump. There was no impact to the customer's blood glucose level.